Event description:
On 1/13/2023 it was reported by a sales representative via phone that qty. 2 of an ar-8827l-14 lo-pro lock screw had an issue. During an ankle fracture procedure on (B)(6) 2023, when the surgeon was trying to lock the screws into the plate, they kept spinning. Both screws were removed in one piece, and nothing broke inside the patient. The surgeon used the baseplate, made two holes next to the original holes, and used two non-locking screws ar-8827-14 lo-pro screws with unknown lot numbers instead. The case was completed successfully with no harm to the patient. The complaint devices were discarded and no pictures were taken.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.